Manufacturer narrative:
This device is used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.

Event description:
A patient was implanted with trochanteric fixation nail on (B)(6) 2012 for sub-trochanteric femur fracture. Patient was returned to or on (B)(6) 2013 for nail exchange due to non-union. Nail was replaced with a longer nail, helical blade was replaced with a lag screw, locking screw was replaced with larger screw. This report is #3 of 3 for the same event.